Event description:
It was reported that on (B)(6) 2013 the patient complained of stiffness in the legs, so the catheter was checked with x-ray and 3d-CT scan. Bending close to the anchor insertion site was found. The plan was to make a procedure on (B)(6) 2013 to fix the catheter. It was believed the movement was caused by the patient¿s movement during rehabilitation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that, on (B)(6), a refill was performed. The variability was -19.8%. It was also noted that the physician was of an opinion that the value had been restored to normal, although it was to be verified at the next refill. On (B)(6), the patient complained of a feel that spasticity might have increased after the catheter replacement, hence the daily dose was changed from 120mcg to 150mcg. This time, the patient had not carried out any rehabilitation after the surgery, due to the fear of rehabilitation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient complained "the medicine doesn't work at all and the spasticity worsened" x-ray and 3d/CT were performed. It was confirmed that there were no catheter kinks as same as before. The catheter restoration was carried out on 2/11 and the effect of the medicine decreased after the position of the catheter tip had been lowered from th5 to th12. According to the x-ray, there is a possibility of the lead is not positioned properly inside the subarachnoid space. There was a contact to perform the replacement. The replacement of catheter was performed. Per the hcp it is not likely to be the abnormalities of the pump. Despite the x-ray and 3dct were performed, there were no catheter kinks found as same as before. According to the x-ray, there is a possibility of the catheter is not positioned properly inside the subarachnoid space. According to the image at the time of the replacement in november, the catheter was confirmed in the central part of the intraspinal but according to the image of december after the catheter restoration, it looks like the position moved to the end part, however inside of the subarachnoid space. The hcp will confirm the state at the time of the reinsertion. Additional information later reported that despite performing the operation of catheter restoration, the effect of gabalon intrathecal injection decreased as of (B)(6). The hcp said that there was a possibility of the kink as same as before. Moreover, there were no kinks according to the 3dct image, but the hcp intends to perform the replacement and correct the position of the tip of catheter to a higher position. At the time of the catheter replacement on (B)(6), the doctor confirmed the tip of the catheter. There were no kinks, but the hcp wanted to know whether there are any possibilities of the catheter had been stuck etc.

Event description:
It was later reported that, during the replacement, the accessory kit was to be used to pull out the catheter for repair. The physician suggested that the rehabilitation was affecting the event, and she explained that the patient's rehabilitation should be performed very carefully, with more attention than the sessions after the previous surgery. At the time of this report, the patient was under observation. Please see manufacturer report # 3004209178-2014-00154 for event regarding previous catheter kink and revision.

Manufacturer narrative:
This analysis was pertaining to a second portion of the catheter that was received on (B)(6) 2014. The lot number was reported as ¿unknown¿; therefore, it could not be determined if this second return was a part of the same catheter originally received in (B)(6) 2013. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Event description:
The patient complained that the drugs were not having any effect, and was suffering from "strong spasms".

Event description:
Additional information reported there was increased spasticity on (B)(6) 2014. It was noted the condition was improving on (B)(6) 2014, but they still felt stiffness on (B)(6) 2014. It was noted that it was unknown if the worsening condition was caused by catheter trouble or not. It was they would increase the dosage and perform a follow-up examination. It was stated the patient was recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of catheter revealed that a kink of the catheter body caused the inner lumen to occlude.

Event description:
It was later reported that, on (B)(6) 2013, the catheter was cut in 2 pieces during the removal operation, but the tip of the catheter remained in the body and still in use with the newly connected catheter.

Event description:
Additional information later reported the severity was indicated as serious, hospitalization or prolongation of hospitalization for treatment. Per the attending physician¿s comments, normally, pump malfunction is difficult to think of. Similarly, a bend in the catheter is assumed, so a x-ray and 3dct is taken, however, no bends were found in the catheter. Looking at the x-ray, there is a possibility it is not in the subarachnoid space. Looking at the images of catheter replacement in november, it can be observed centrally intrathecal, however, after the repair surgery performed in (B)(6), it feels like it is at the tip of the image in the subdural space. The catheter will be reinserted to check the status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.